Event description:
It was reported initially that the atrial and ventricular lead impedances turned "> 10000", and that the leads "turned themselves off". During follow-up, it was reported that both atrial and ventricular lead impedances were greater than 9999 ohms, bipolar capture was unsuccessful for both leads, and unipolar capture was successful in the atrium, but not the ventricle. At replacement time, it was reported that the leads tested "ok" with the analyzer, therefore raising suspicion that the device had failed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.